Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was not any damage noticed to the incident after the arcing event. The thermal damaged noticed was dissolution of the resin at the tip. The conductor wire did not appear to be broken, loose or frayed. There was no damage to the insulation of the conductor wire and no exposed internal wires. It is unknown what surgical event was being performed when the incident occurred. It is unknown how long the instrument was in use prior to the arcing event, and it is unknown if the instrument tips were in contact with tissue. It is unknown where the arcing originated from and there was no injury to the patient. The patient has not returned to the hospital due to post-surgical complications. There are no images for review and the instrument has been returned. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. There was no physical damage. There was no problem detected. The complaint regarding dissolution of the resin at the tip was confirmed by failure analysis. Probable root cause of reported issues related to instrument errors or complications by the user with no underlying product issue may be related to problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a dissolution of the resin at the tip. The procedure was completing as planned with no reported injury.